Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 900 mg/dl; cause was not known. Customer was treated insulin to address the elevated bg. Reportedly; customer had 2 strokes. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer alleged the pump was not delivering insulin. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.